Event description:
It was reported that while in use on a patient the 840 ventilator had automatically stopped ventilating. The patient was transferred to an alternate ventilator without injury.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. Medtronic received complaint from the adverse reaction event center of shanghai, rather than reported directly to medtronic by the customer. The unit was scrapped by the customer. Failure confirmation, root cause, or relationship to the event could not be determined since no product was returned for evaluation or made available to medtronic. A serial number of the ventilator was not provided; therefore a review of the appropriate device/service history records could not be performed. If information is provided in the future, a supplemental report will be issued.